Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. This pump was a demonstration pump and was not being used for insulin therapy when the alarms occurred. The alarms were able to be cleared and the pump is still functional.